Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient presented to the referred emergency department (ed) with vomiting and altered mental status but was not responsive when the patient arrived at abbott northwestern. A head computed tomography (CT) was performed and confirmed bleeding. The cause of death was reported to be a large occipital intracerebral hemorrhage with intraventricular extension and midline shift with early uncal herniation and was not considered to be device related. The device was reported to be operating as expected and will not be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to a head bleed. The pump was retained by the hospital. Additional information was requested but not provided.